Manufacturer narrative:
B1: correction: malfunction. H1: correction: malfunction. H6: code-213: the endoprosthesis and delivery catheter were returned with a packaging container which was not evaluated as it is not a gore device. The deployment line and deployment knob were not returned. The following observations were made: the deployment line constraining the endoprosthesis was fully intact with single fibers near the tip end of the device. The distal shaft, upon which the endoprosthesis is mounted, was exposed approximately 0.2 cm near the transition and the distal tip. The endoprosthesis was partially expanded approximately 0.5 cm at the tip end of the endoprosthesis. The remainder of the endoprosthesis was still constrained by the constraining line. There was an outwardly flared strut on the second row of apices. Based on the device examination performed, no manufacturing anomalies were identified.

Event description:
The patient presented with an occlusion of a previous venous femoropopliteal bypass in the left leg. It was planned to reline the bypass using gore® viabahn® endoprostheses with propaten bioactive surface after re-canalization. A 6fr introducer sheath was placed in the common femoral artery. After the first viabahn® endoprosthesis (5mm x 25cm)was implanted distally, a second viabahn® endoprosthesis (5mm x 25cm) was planned to be placed more proximal. Reportedly the second viabahn® endoprosthesis only opened a few millimeters from the tip despite it felt normal when the deployment line was withdrawn. The physician managed to withdraw the viabahn® endoprosthesis back into the introducer sheath. It was stated that then it was easy to withdraw the device from the patient. During this procedure probably some thrombus loosened and occluded the first viabahn® endoprosthesis and the distal artery in the lower leg. Another viabahn® endoprosthesis was placed proximal to the first viabahn® endoprosthesis to complete the intervention. It was stated that they tried to aspirate some thrombus and then thrombolysis for about 24 hours was given. Then the viabahn® endoprostheses and the artery were patent. Reportedly the patient is feeling good.